Manufacturer narrative:
The device analysis report is attached. This report is submitted on jun 22, 2021.

Manufacturer narrative:
This report is submitted on december 14, 2020.

Event description:
Per the surgeon, the internal magnet flipped during a recent MRI (tesla unknown). It is unknown if the patient experienced a loss of hearing function. The device was explanted since the patient will be undergoing frequent MRI procedures in the future and thus the potential of a magnet dislocation. It is unknown if there are plans to re-implant the patient with another device.

Manufacturer narrative:
Device analysis report attached. This report is submitted on march 16, 2023.